Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 173 mg/dl. The customer was assisted with trouble shooting and found that the cannula was bent. The customer reported that they had an episode where he was hospitalized for low blood glucose last year while on their old pump and did not report it to the help line. The customer tried two sensors that had failed on the new pump and reports skin irritation on the site of the sensor. The customer was assisted with the proper site and insertion method of the sensor as well as the proper method of sticking the adhesive tape. The customer's insulin pump works as designed and was advised to monitor the pump for any future issues. A new sensor was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.